Manufacturer narrative:
On july 8, 2021, mentor received additional information providing lot numbers that could not be attributed to any mentor products or finished goods. At this time, the suspect device is no longer considered a mentor product and no further reporting will take place, but should further information be received clarifying otherwise, a supplemental report will be sent. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unspecified mentor gel implants and experienced capsular contracture, baker grade unknown, and a rupture on the right side post-operatively, which was confirmed by a physician via an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.